Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported via the manufacturer¿s representative (rep) they were implanted on (B)(6) 2016 and stimulation was turned on. The consumer was kept overnight in the hospital and was admitted to the intensive care unit (ICU) sometime later but the date and reason were unknown. The consumer had now been released from the ICU and the ins was depleted because the device was never turned off so the battery depleted. The rep. Noted the nurse wanted to wait until the consumer had their staples out on (B)(6) to recharge the device but the rep. Wanted to know if the device could go into overdischarge by that time, but they were unsure of the consumer¿s settings. The rep. Further reported they got the ¿external neurostimulator replace batteries message¿ on the clinician programmer but it was reviewed the message that should be displayed by the clinician programmer should state discharged battery, charge stimulator now. The rep. Later reported that as soon as the staples were removed they were able to connect with the battery using the recharger and were able to recharge with full coupling. No patient symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the patient was admitted to the ICU after implant for underlying diagnosed diseases that were not related to the device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.